Manufacturer narrative:
Obtaining additional information regarding treatment details and devices used was not possible as the dermatologist that performed the procedure has reportedly left the practice and "traveled." As no device information was provided, no device manufacturing evaluations could be performed. The issue occurred in compatible local relationship and within five months after treatment with the cellfina system. The event application site "skin surface convexity, depression or other irregularity" is expected based on the current (B)(6) instructions for use (IFU). As the reporting physician reported this issue has lasted a long time and is serious, permanent damage could not be excluded with certainty. Causality for the event application site "skin surface convexity, depression or other irregularity" was assessed as potentially related to this patient's treatment with the cellfina system based on local and possible temporal relationship. A review of the patient complaint trend analysis for the reported condition of "skin surface convexity, depression or other irregularity" found that a trend for this condition has not been identified and will continue to be monitored. No additional information is available at this time. If additional information is received, a supplemental medwatch will be submitted.

Event description:
On 22-nov-2021, merz/ulthera received a spontaneous report via email from a (B)(6) physician regarding a potential adverse event related to a treatment with cellfina. According to the report, it was alleged that a (B)(6) female patient underwent treatment with cellfina to treat cellulite on the buttocks and thighs on (B)(6) 2021. The type and amount of anesthesia used during treatment was not reported. Approximately five months after treatment, the patient experienced several lumps on the buttocks and thighs (right and left) . This patient consulted with a physician from a different practice on (B)(6) 2021 regarding this issue. This doctor stated the "intensity" of the issue is "moderate to severe. If not permanent, it'll last very long." Attempts to obtain additional information regarding this event are not possible as the dermatologist (known only as dr. (B)(6)) that performed this treatment has reportedly left the practice and "traveled" so is no longer available. No additional information is available at this time.